Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable. (B)(4).

Event description:
An article reported that during 121 laparoscopic sleeve gastrectomy (lsg) procedures, peri-strips dry staple line reinforcement was used to reinforce the gastric staple line. It was reported that one patient suffered a post-operative stricture which required endoscopic dilation. No further details were provided. Medical device report submitted for the same article is manufacturer reprot number: 2183620-2011-0019.